Event description:
It was reported that: "when the catheter was in the patient they tried to advance the wire but met resistance. When they attempted to withdraw the wire it unravelled. They had to remove the whole catheter." There was a delay to therapy but the patient was reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. One photo showed that the guide wire was fully deployed through the needle cannula and was unraveled. The other photo showed the catheter body partially deployed off the needle cannula and was severely kinked/bent towards the distal end. The complaint of an unraveled guide wire was able to be confirmed by the photo; however, a complete visual inspection could not be performed on either sample as they were not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photos. The images show an arterial device in use with an unraveling guide wire advanced through the needle cannula. Damage can be also observed to the catheter body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Despite these circumstances, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "when the catheter was in the patient they tried to advance the wire but met resistance. When they attempted to withdraw the wire it unravelled. They had to remove the whole catheter." There was a delay to therapy but the patient was reported as fine.